Manufacturer narrative:
Units were inspected at the hosp by karl storz personnel. A bladder test was conducted; the insufflators performed normally; flow, flow rates, pressure and over pressure were tested and deemed in good working order. The hosp contact stated that both units have been put back into circulation and been used in several procedures since then with no problems reported. She believes that event may have been due to user error. Karl storz rep states that, he has been in procedures with the same dr and insufflators since this event and units wokrked fine.